Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The wife of a (B)(6) year old male patient contacted zoll to report that the patient has an open wound/abrasion under the back therapy electrode pads. Technical support sent out a patient service representative (psr) to assist the patient. The psr said that the patient was very dry across his back, arms, and does not necessarily appear as if the irritation is irritated to the areas where the lifevest is located. The skilled nursing facility that the patient is currently located had been using a (B)(6) cream over the irritation area. The psr reported that the garment was the correct size for the patient, but the shoulder straps were set too tight, such that the electrodes were sitting across the patient's chest rather than the breast area. Patient also has an broken rib that is unrelated to the lifevest and did not want too much pressure on his ribcage. There was no follow up on the open wound/abrasion to see if it healed.

Manufacturer narrative:
Device evaluation summary: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.